Event description:
The dealer stated that there was a wire ticking out of the right rise of the tire where the tire meets the rim. Invacare (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).